Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were noted that would result in the cannula dislodging from the infusion site or a failure to deliver insulin. The reported events could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 49. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that patient's bg (blood glucose) reached 425 mg/dl while wearing the pod between 4 and 24 hours on the arm. She then removed the pod and noticed the cannula was sticking out of her skin but not attached to the pod; the cannula was out of the pod but sticking out of her skin. She stated that the cannula was sticking out of her skin and not still intact in the pod. The site appeared normal when the device was removed. For treatment, injection of insulin. The patient's blood glucose history is as follows: (B)(6).